Manufacturer narrative:
Device evaluated by MFR: the mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. Blood was visible within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified 22mm distal to the distal edge of the proximal markerband and extended 21mm distally along the balloon material. A visual and microscopic examination could find no issue with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous forearm vessel. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 18 atmospheres and second inflation at 20 atmospheres. However, on the third inflation at 18 atmospheres, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous forearm vessel. A 5.0 x 40, 40 cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 18 atmospheres and second inflation at 20 atmospheres. However, on the third inflation at 18 atmospheres, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.